Event description:
It is reported that a customer has physical damage in the form of cracks around the battery cap on their insulin pump. The pt's blood glucose level was at 128 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
Findings: pump was received with minor scratched display window, cracked lcd window wat bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and broken battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per, variance 5.